Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, at the fifth firing, the surgeon could not clamp the tissue properly. After the specimen was resected, the device part could not return to its initial position. The surgeon said the tissue was very thick due to pulmonary emphysema and chest cavity was narrow. The surgeon inserted the device from intercostal to the cavity by strong force, so that a big stress might have put on the shaft. Since cartridge could not be removed from the handle, handle was replaced by a new one and the procedure was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the instrument was received engaged with the subject reload. The firing knobs were slightly advanced, and the articulation lever was in neutral position. Functionally, the firing knobs were fully retracted, and the subject reload was unloaded from the instrument. The instrument was then successfully loaded with a representative articulating vascular/medium reload. The instrument and reload were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.